Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a rapid gas loss. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a rapid gas loss. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that no work was performed on the iabp unit by getinge. He advised that the customer cancelled the service request on this iabp unit and their clinical engineer advised that he had spoken with someone from getinge who walked him through a leak test and it was discovered that the cap on the back was hanging there. The clinical engineer was asked to tighten it down and go through a leak test and the unit passed. Unfortunately, the clinical engineer does not remember who he spoke with about the troubleshooting, but he verified that the iabp unit was sent back to the floor and after keeping a close eye on it, to date, he has not received any reports of it malfunctioning. No further investigation is required at this time.